Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue had not occurred again. A technical support specialist reached out to the customer for investigation. Issue didn't happen again; the complaint file has been closed. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system has password screen popup during surgery caused delays. The customer stated that the device displayed a popup occured prior to surgery and there was no pro long delay in patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a password screen popup during a surgery which caused delays. The customer stated that the device displayed a popup occurred prior to surgery and there was no pro long delay in patient. The customer added that the reported malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported issue did not occur again. A technical support specialist reached out to the customer for investigation. Issue didn't happen again. The system functioned as intended after the technical support specialist troubleshot the device.